Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not communicating with pyxis. A technical support specialist reported that pyxis external inbound processors service was found to be stalled, which caused the issue. The stalled service was restarted, and all messages began processing correctly across the pyxis machines. The customer was contacted and confirmed that everything was working as expected and no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server users informed that medication orders were not communicating with pyxis. As a result, pyxis had been placed on critical override for nearly an hour across all facilities. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.